Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) battery not holding charge. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: e3 (initial reporter name), e1 (occupation).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the customer¿s stated issue. The fse found that slot. 1 battery was showing full charge on battery indicator, but when reviewing on display the battery was showing empty. There was no damage to the battery. The fse replaced both (2) main batteries (0146-00-0097) and verified that batteries were charging. All functional and safety test was performed.